Manufacturer narrative:
(B)(4) the reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.25 x 28 mm xience xpedition stent in the distal circumflex artery. During deployment, a non-serious dissection occurred. A 3.0 x 23 mm xience xpedition stent and a 3.0 x 8 mm xience xpedition stent were then implanted to treat the dissection. Two stents were required due to the length of the dissection. The dissection resolved the same day. Post procedure, the patient experienced an elevation in cardiac enzymes of more than 5 times the normal upper limit. No treatment was provided and the patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data (continued): (B)(6) 2014 (17:00): (ck-mb)=5.9 ng/ml, normal upper limit 4.9; (B)(6) 2014 (18:25): troponin t=0.059 ng/ml, upper reference limit 0.04; (B)(6) 2014 : ck=317 u/l, normal upper limit 195 (B)(6) 2014 : ck-mb=20.0 ng/ml, normal upper limit 4.9' (B)(6) 2014 : troponin t=0.335 ng/ml, upper reference limit 0.04. Concomitant products: other: aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.